Event description:
Case reference number (B)(4) is a spontaneous report sent on 05-feb-2015 by a consumer/other non health professional (the patient) which refers to a female of unknown age. Information on the patient's medical history, concomitant medication, previous filler treatment and history of allergies were not provided. On (B)(6) 2014, the patient received treatment with restylane perlane 5 ml (unknown lot number, needle and technique) to oral commissures ("munvinklar"), nasolabial fold, and restylane vital 5 ml (unknown lot number, needle and technique) to lips (top). While injecting in left side, the patient experienced a burning sensation, swelling and pain. On an unknown date, the patient experienced infection (implant site infection) (includes reported terms swelling, pus, pain and burning sensation) at face after treatment with restylane perlane and restylane vital. On an unknown date, the patient experienced "kula" (implant site nodule) at face after treatment with restylane perlane and restylane vital. On an unknown date, the patient experienced "kaka" (implant site induration) at face after treatment with restylane perlane and restylane vital, approximately 4x6cm. On an unknown date, the patient experienced an abscess in the nasolabial area (implant site abscess) (includes reported term pus) at face after treatment with restylane perlane and restylane vital, which had to be drained indicating hospitalisation treatment for the adverse event included avelox [levofloxacin] (unknown amount and duration), which was discontinued due to nausea. Instead a combination of dalacin [clindamycin hydrochloride] and heracillin [flucloxacillin sodium] (unknown amount and duration) was used. A bacterial culture has been taken on an unknown date but the results have not been obtained yet. At the time of the report, the infection, the "kula", and "kaka" were reported as recovering/resolving. At the time of the report the abscess was reported as not recovered/not resolved. The reporter has assessed the infection (implant site infection), "kula" (implant site nodule), kaka" (implant site induration) and abscess (implant site abscess) as possible related to both the treatment, treatment with restylane perlane and the treatment with restylane vital. The company has assessed infection (implant site infection), "kula" (implant site nodule), kaka" (implant site induration) and abscess (implant site abscess) as possible related to both the treatment, treatment with restylane perlane and the treatment with restylane vital.

Manufacturer narrative:
Last information received on 5-march 2015 indicated that the patient symptoms as implant site induration, implant site infection and implant site were recovering/resolving but the implant site abscess was reported as not resolved. Additional information has been requested and a final report will be provided as soon as additional information becomes available. (B)(4). Based on the information from a patient, a causal relation between the events and treatment procedure cannot be excluded. The reported events are addressed in the label. Lot number was not reported and trending on batch could not be performed. This case was assessed as needed intervention and hospitalization to prevent a serious deterioration in the state of health. The treatment has included drainage of the implant site abscess in the nasolabial area and antibiotic treatment (levofloxacin,clindamycin and flucloxacillin) the company's assessment is therefore that this case fulfills the criteria for regulatory reporting. Last received information on 5-march 2015 revealed that the patient symptoms as implant site induration, implant site infection and implant site nodule were recovering/resolving but the implant site abscess was reported as not resolved. Additional information has been requested and a final report will be provided a soon as additional information becomes available. Manufacturer aware of adverse events and report. Device not returned to manufacturer.